Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
When opening the package, a stain was found on the inside paper of the pouch. Another product was used instead, and there were no adverse consequences associated with this event.

Manufacturer narrative:
Device returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the lot code provided was c18391. The production records for this lot were reviewed and no non-conformances were found. Upon review of the returned device, a stain was confirmed to be found on the tyvek (inside of the pouch). The stain was embedded within the tyvek coating. In reviewing manufacturing specifications, an inspection does not exist for this type of failure. The stain was embedded within the tyvek coating and could not be seen unless the package was opened (product was covering the inside of the pouch). Inspections do exist for debris that can be visually seen (by the naked eye) within the package and seal area. The origin of the embedded stain could not be identified; therefore, the exact root cause could not be determined. One potential root cause could be the stain was already on the tyvek sheet prior to the coating process at the vendor. Another potential root cause could be the stain was embedded within the adhesive material and was applied to the tyvek sheet during the coating process at the vendor. Both potential root causes may have come from the vendor. Supplier quality was notified of the customer complaint. A complaint search was performed for the last 2 years. In addition to the current complaint, there was one other complaint that has been recorded for ¿appearance not as expected - (different than expected)¿. However, this complaint was for a bent plug pin and not a stain. Over the same time period, approximately (B)(4) cases of tubing sets have been sold. The occurrence of ¿appearance not as expected - (different than expected)¿ complaints is extremely low ((B)(4)). The exact root cause could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.